Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to contamination found on the j1005 connector on the ca board. The cause of the non-functional response buttons is the contaminated flex pcb cable. The root cause of the contaminated j1005 cable was an ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.